Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section h5: corrected. Section h6, medical device problem code: corrected section h8: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 2 days ((B)(6)2024 ¿ (B)(6)2024 per timestamp). On (B)(6)2024 at 14:04:42, 14:05:39, and 14:24:36, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms at 14:04:46, 14:05:43, and 14:24:40, respectively. The alarms resolved at 14:05:05, 14:10:04, and 14:26:57, once external power was restored to the mpu each time. Pump operation was not affected. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the mpu has the v-lock connector, the ac power cord did not come loose, there were no environmental circumstances affecting ac power, and the mpu was not exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the mobile power unit (mpu) had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. The cause of no external power on mpu was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived via emergency medical services (ems) at the emergency room in cardiac arrest. The patient was pronounced shortly thereafter. Log files captured low flow events on 09-jan-2024 between 13:16:00 and 14:31:13. The log also captured intermittent low power hazard and no external power events on 09-jan-2024 between 14:04:42 and 14:26:57. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The emergency backup battery (ebb) operated the system as intended during the no external power events. The pump operated between the set speed of 5400 rpm and the low speed limit of 5000 rpm throughout the log file duration. The log ended with the driveline being disconnected on 09-jan-2024 at 14:31:14. Related pump manufacturer report number is (B)(4).